Event description:
It was reported the patient's device had a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. It was recommended waiting 15 minutes or more and then reinterrogate pump. Additional information has been requested; a follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B) (4).